Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant was unable to placed - lack of primary stability, implant seemed loose at site # 19 bone was soft and buccal wall fractured. Implant removed, bone graft placed, patient to return for future implant placement.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 6m m 5.7mm 8mm (tsv6b8) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant with no signs of malfunction. Implant dimensions are within specifications (cal4063, 0-6" caliper, calibration due: (B)(6), 2021). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal). The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1227231). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1227231) for similar events and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported events are non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.